Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising and was variable. Also, the pacing capture threshold in the lv (left ventricle) was high. Concomitant product: 501da26 mechanical valve, implanted: (B)(6) 2005; dtbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular lead had an increase in threshold and has high and varying impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.